Manufacturer narrative:
Submit date: 08/23/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states the tube became disconnected at the magnetic strip that connects to the pump while flushing the clogged nj tube.

Manufacturer narrative:
Submit date; 11/8/2016. A device history record was not performed because there was no lot number provided in the complaint file. One sample was received for evaluation and after functional and visual evaluations, the sample was received as reported with an unattached silicon tube; however, the sample did show evidence of usage and had dry formula in the pvc and silicon lines indicating normal usage. We are unable to verify the displacement of the silicon tube as something related to manufacturing. The root cause was not verified as no fault was found related to manufacturing. A possible root cause could be incorrect placement of the silicon tube in the pump rotor or unintended pulling on the silicon tube. No corrective actions will apply since the failure mode was not confirmed to be related to manufacturing. This complaint will be used for tracking and trending purposes.